Event description:
The pt experienced a restenosis of a cypher stent approximately eight months post implantation. This was treated with additional pci and stent placement. This pt was admitted to the hospital with a chief complaint of acute non q-wave mi (ck-mb 30.7 u/l). The pt was currently taking aspirin, plavix, and lopressor. The pt was taken emergently to the cardiac cath lab, where angiography revealed a 90% de novo, focal (6mm), smooth, concentric, b1-type lesion of the ramus intermediate (rami). There was pre-existing thrombus present within the lesion. Info regarding the use of intra procedure anticoagulants and gp iibiiia's were not reported. There were no difficulties in accessing or wiring the vessel noted. The rami lesion was predilated with a 2.0 x 12 mm balloon inflated to 8 atms. A 2.5 z 8 mm cypher stent was deployed to 8 atms with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. The pt was discharged on the following day on the same pre-procedure medications. Approx eight months later, the pt experienced unstable angina and was re-hospitalized. Repeat angiography demonstrated a new lesion in a svg to the rami as well as an 80% restenosis of the cypher stent in the native rami. The restenosis was treated with re-ptca with a 2.5 x 15 mm balloon inflated to 6 atms. Then an additional 2.5 x 8 mm cypher stent was deployed to 12 atms within the lesion. The pt was discharged after 5 days.